Event description:
Family member of the home patient (hp) contacted baxter's technical service center for assistance during hp's apd therapy. Family member reported they had connected the hp during priming of homechoice cassette. Reportedly, they had disconnected the hp from the homechoice cassette, prior to making this call. The technician assisted the family member in ending the therapy and advised the family member to replace the entire setup prior to continuing therapy. No patient injury or medical intervention reported at time of report.